Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during the dwell on the homechoice machine(hc). The technical service representative(tsr) assisted the home patient(hp) to cycle power. System error 2367 alarm occurred. The hp stated she will use manual supplies to complete therapy. The tsr advised the hp to call the nurse in the morning. Product surveillance spoke with the registered nurse (rn) on (B)(6) 2011. The rn stated that the home patient (hp) had not reported the system error 2240 to her. The rn stated that the hp has had no problems with therapy to her knowledge and that she tells the hp to contact baxter with any problems. No further information available. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed. The root cause was identified to be the solution bag falling and disconnecting. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.